Event description:
Customer called for assistance with her breeze 2 meter. While troubleshooting, it was discovered there were some missing segments on the display. No adverse event was alleged. Meter was replaced. Customer was advised to return her meter for evaluation.